Event description:
It was reported "after insertion, the balloon was switched on but full inflation was not possible indicated by inadequate balloon trace and persistent high pressure alarm, thus the balloon automatically switched off. The catheter was taken out and exchanged for another. We attempted to inflate the faulty catheter ex vivo and noticed that the upper portion of the balloon remained wrapped around the centre of the catheter and only the lower portion would inflate". Additional information states that the iab catheter was replaced and that both the left and right insertion sites were used. The patient's current condition is reported as "deceased". At the time of this report,the customer has not responded to our requests for additional information. If additional information is received. The complaint file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was a 50cc 8fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was loosely wrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with meas-urements ranging from 0.0063in-0.0071in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was con-nected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. After the pumping was initiated, the iabc bladder was noted not fully inflating/unwrapping and was consistent with being twisted. The pump triggered a "high pressure" alarm within 2 minutes after pumping was initiated. The iabc was leak tested in accordance with testing methods from manufacturing procedure. The middle portion of the bladder had inflated but the proximal portion and distal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the distal tip. No resistance was noted; the guidewire was able to advance through the injection lumen. Some blood and debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifi-cations prior to release. The reported complaint that the "upper portion of the balloon remained wrapped" is confirmed. During the investigation, the distal and proximal end of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. Corrections have been established for this issue as a result of a corrective and preventive action (CAPA), and this device was manufactured prior to the release of corrective actions. Corrected data: section h.1. Type of reportable event has been changed from malfunction to serious injury.

Event description:
It was reported "after insertion, the balloon was switched on but full inflation was not possible indicated by inadequate balloon trace and persistent high pressure alarm, thus the balloon automatically switched off. The catheter was taken out and exchanged for another. We attempted to inflate the faulty catheter ex vivo and noticed that the upper portion of the balloon remained wrapped around the centre of the catheter and only the lower portion would inflate". Additional informaiton states that the iab catheter was replaced and that both the left and right insertion sites were used. The patient's current condition is reported as "deceased". At the time of this report,the customer has not reponded to our requests for additional informaiton. If additional information is received. The complaint file will be updated.